Event description:
Male pt of 23 days who had a pyloromyotomy operation on 4/1/1998. On 4/5/1998 pt came to emergency room presenting with vomiting and bleeding in the operation area. Pt was evaluated by a surgeon, who diagnosed the pt with post operation evisceration caused by the rupture of the suture. Surgeon performed closure of the abdominal wound on 4/5/1998 and found the suture had broken, (dexon 2-0) with the area of the knot intact.